Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07937 / 1825034-2014-07941).

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to a possible metal allergy, pain, swelling, and stiffness. The tibial tray, tibial bearing and femoral component were removed and replaced.